Manufacturer narrative:
New information from user indicates the patient died.

Event description:
The user is reporting the device did not deliver a shock after the "shock advised" notification given by the device during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).